Event description:
It was reported that the pump touchscreen was shattered and customer has reverted to using an alternate pump for insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.